Event description:
The customer stated a falsely decrease hemoglobin (4.6 g/dl) result was generated on the cell-dyn 1800 analyzer for one patient sample. No other results were effected. Upon repeating the sample, a result of 14.8 g/dl was generated. There was no impact to patient management reported. Field service was dispatched to inspect and service the analyzer.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process